Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up after receiving inappropriate high voltage therapy. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks for atrial fibrillations with rapid ventricular response (rvr). Programming changes were discussed but were not performed at this time.